Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced crimped cannula on (B)(6) 2024. The infusion set was in use for three days. The site of insertion was abdomen. Patient used manual insertion method for inserting infusion set. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.